Event description:
The user received questionable ldl-cholesterol plus 2nd generation (ldl) results for three patient samples. Of the data provided, the results for one patient sample were discrepant. All results are in mg/dl. The initial result was "in the 160s" with a data flag and was reported outside the laboratory. The user could not provide the specific result. The questionable results were brought to the user's attention by the doctors at her facility. The user repeated the patient sample and the result was 67. The patient was not adversely affected. The ldl reagent lot number was 64494101 with an expiration date of 12/31/2012. The field service representative could not find a cause. He noted the user performed precision testing which was acceptable and the assay had been performing fine since.

Manufacturer narrative:
The investigation could not determine a specific root cause. According to the user, the issue was resolved by their replacement of both probes. The patient was not adversely affected.